Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures in (B)(6) 2005 and (B)(6) 2006. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of vaginal graft erosion with enterocele repair on (B)(6) 2005 and removal of infected gu graft on (B)(6) 2006. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03214. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, infection and urinary problems. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection and hematuria.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection and hematuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03214. The same patient is represented in each medwatch.